Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
The manufacturer received the device with no info. Per the physician's office the reason for the removal of the ipg was the way the pocket was created which caused the ipg to flip and prevented charging. Insurance would not cover a new ipg by itself, but it allowed for a new trial and a system to be implanted. The pt was doing well with the current system.